Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that at a follow up visit the device indicated a minimum longevity of eight months but that elective replacement indicator (eri) was then reached four months later. The device was explanted and replaced. No patient complications have been reported as a result of this event.